Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the handle was turned; however, the fifth band could not be deployed. The device was removed and it was noted that the band was knotted. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter address): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6) . Phone: (B)(6) . No.1 affiliated hospital of (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.